Event description:
The hosp nurse called to report that the customer was hospitalized for high blood glucose. The customer's mother later called stating that the customer was again hospitalized for high blood glucose and the reading was 400 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Several no delivery alarms were found in the alarm history. The mother also stated that the customer had the flu and was emotionally upset due to a death in the family. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.